Event description:
When opening a tracheostomy for a scheduled case we realized that the wrong trach was in the box we wanted. The correct tracheostomy was opened, and packaging was kept. I checked other boxes to make sure boxes hadn't been switched. I called for a replacement. Information on box- shiley 8lpc, ref: 8lcp lot:2010065jzx. Contents in box: shiley 8fen, ref: 8fen lot:18f0672jzx.